Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.

Manufacturer narrative:
The cardiomems patient electronic system was received for evaluation. No anomalies were found during visual inspection. Diagnostic testing confirmed the reported event, which was due to component failure of the pcb board.